Manufacturer narrative:
Investigation summary: bd has been provided with a photo for catalog 301942 lot 1811133 to investigate for this record. Visual inspection of the photo shows two blisters were found without any variable information. As a result. Bd was able to verify the reported issue. Bd concludes that the reported non-conformance was produced in the primary packaging machine. During the variable data printing of the blister, some unexpected temporary problem occur in the printing machine. As a consequence, the reported information of the blister was not printed. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that information on the packaging were missing model, specifications, production date, expiration date, and batch number with a bd syringe s2 5ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: it was found that the printing contents on syringe packaging were missing, some of which had no model, specifications, production date, expiration date, batch number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that information on the packaging were missing model, specifications, production date, expiration date, and batch number with a bd syringe s2 5ml 22ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, translated from chinese to english: it was found that the printing contents on syringe packaging were missing, some of which had no model, specifications, production date, expiration date, batch number.